Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the united states indicating that during service of a device it was found that the cutter could not be secured. It is also not known if injury or medical intervention occurred. There was no add'l info provided.